Event description:
It was reported that bd insyte autog bc leaked at the junction of the adapter and tubing. The following information was provided by the initial reporter: another catheter that was leaking. The tubing was changed but the catheter still leaked at the connection site between the catheter and the tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.